Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause was confirmed because not only did they fall last summer, but they also backed into their microwave. No actions/interventions were taken to resolve the damage to device and lead. It was noted the device never helped. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1c81p, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient wanted help to confirm stim was off. They had reported loss of therapeutic effect. During the call, patient reported, they knew that the leads were damaged as it was not working right anyhow. Patient said a couple of times, they fell in the yard and one time, they slammed it in the refrigerator door and the doctor saw the damage when using their machine (clinician programmer). During the call, patient did not feel stim because they had nerve damage and had nerve damage prior to getting her medtronic device.